Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger emitting "chatter") has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, the charger was contaminated with insects throughout the unit. The root cause for the defective power supply brick could not be positively identified. The root cause of the contamination was ingress of insects. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's charger indicating that the charger was making noise.